Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft4492 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "there were signs of crack in the proximal opening of the introducer sheath. The introducer sheath crazed in the process of placement, resulting in failure of catheter insertion."